Event description:
Reported knee collapse: further information received on 16-12-2024: at home walking to hang out clothes fell and headbutted dresser. Walking on carpet, no trip hazards. Got up and walked into garage, down ramp and fell into workbench and hit head on bench vice. Lost consciousness and was found by flatmate. Unknown how long this was. Client reports being "stubborn" and not wanting treatment and only went to hospital once condition didn't improve after 3 hours. Had scans at hospital, broken nose, broken cheek bones, cracked jaw and concussion however not able to operate till january. Client reports this is due to swelling. Two night stay in hospital directly after injury and then an additional night stay a week late as sneezed at dialysis appointment resulting in uncontrolled nose bleed. Further information requested and received on 20-12-2024: - was it possible to continue using the product after the fall without any problems? If not, could the problems be solved with a reset by the charger? Please note that since the injury, the knee has worked perfectly fine with no issues to report. To be on the safe side we are still proceeding to send the unit back for examination to ensure all bases are covered. - where there any acoustic signals form the product before the fall? Nope. - did the joint function normally until the incident or did malfunctions occur beforehand? Yes, all fine prior and after the injury it's been operating without issue although the client has changed his gait.